Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage. The customers' blood glucose level was unknown at the time of incident. The customer stated that they were able to clear the alarm but they are not able to rewind the insulin pump. Customer stated that while performing the displacement test the an error in the motor was detected by reading unexpected value from hall sensor occurred. The customer also stated while performing the self test the insulin pump screen froze and the insulin pump got power supply test failed during self-test. Advised the insulin pump requires replacement and to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify device test failed alarms, an error in the motor was detected by reading unexpected value from hall sensor or power supply test failed during self-test alarms due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly.